Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: in my uterus'), embedded device ('embedment in uterus'), genital haemorrhage ('abnormal bleeding'), menorrhagia ('abnormal bleeding (menorrhagia)') and thrombosis ('blood clot') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and clotting disorder. On (B)(6) 2017 transvaginal ultrasound revealed, anteverted uterus measuring 8.5 cm endometrium measures 7.2 mm. Possible adenomyosis. Right essure visualized left essure partially visible. On (B)(6) 2017 pregnancy, us pelvic transabdominal & transvaginal revealed, hyperechoic uterine structure. Small right ovarian cyst. Distended pelvic vasculature which can be seen with pelvic congestion syndrome. Xr abdomen kub single view revealed, nonobstructive bowel gas pattern. Two supine views of the abdomen demonstrate single essure implant projecting over the mid/right sacrum. On (B)(6) 2017 surgical pathology report revealed, cervix: squamous metaplasia with nabothian cysts. Endometrium: weak proliferative. Myometrium: leiomyoma and adenomyosis. On (B)(6) 2017 hysterosalpingogram revealed migration of essure device(per pfs). No evidence of definite fallopian tube opacification or spillage of contrast into peritoneal cavity. Nonvisualization of the left essure. Right-sided essure in place. Previously administered products included for contraception: depoprovera and emoquette; for an unreported indication: chantix and ortho tricyclen. Concurrent conditions included migraine, vaginal bleeding, menorrhagia, migraine, headache, body mass index increased, thyroid disorder, nerve damage, gerd, restless leg syndrome, vitamin d deficiency, endometritis, uterine bleeding and ovarian cyst. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), budesonide;formoterol fumarate (symbicort) since 2014, bupropion hydrochloride (wellbutrin), cyclobenzaprine hydrochloride (flexeril), gabapentin (neurontin), levothyroxine, naproxen, omeprazole and oxycodone hydrochloride (oxycodon). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient was found to have weight increased ("weight gain") and experienced mood swings ("mood swings") and nausea ("nausea"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced urinary tract infection ("infection: uti") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), headache ("headaches"), abdominal pain lower ("lower abdomen (right and left)"), back pain ("back pain"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), insomnia ("unable to stay asleep"), thrombosis (seriousness criterion medically significant), hot flush ("hot flashes"), affect lability ("emotion"), omphalitis ("drainge from belly button"), incision site pain ("incision"), muscle spasms ("muscle spasm"), arthralgia ("hip pain"), pain in extremity ("leg pain") and fungal infection ("yeast infection") and was found to have uterine leiomyoma ("fibroids") and breath sounds abnormal ("chest sound horrible"). The patient was treated with () and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation -2015). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, genital haemorrhage, anaemia, migraine, depression, anxiety, weight increased, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, nausea, fatigue, uterine leiomyoma, alopecia, abdominal pain lower, back pain, insomnia, thrombosis, hot flush, affect lability, omphalitis, incision site pain, muscle spasms, arthralgia, breath sounds abnormal, pain in extremity and fungal infection outcome was unknown and the headache, dysmenorrhoea, abdominal pain and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, alopecia, anaemia, anxiety, arthralgia, back pain, breath sounds abnormal, cystitis, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, incision site pain, insomnia, menorrhagia, migraine, mood swings, muscle spasms, nausea, omphalitis, pain in extremity, thrombosis, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 261 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2017: result- he said it wasn't where it was suppose to be, and we need to get it out.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia., back pain, vaginal bleeding, pelvic pain & the following ones were described in social media:sleep difficult, thrombosis, hot flash , emotion, drainage from belly button, incision, muscle spasm, hip pain, chest sound horrible, embedment in uterus, leg pain, yeast infection. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. New events: sleep difficult, thrombosis, hot flash, emotion, drainage from belly button, incision, muscle spasm, hip pain, chest sound horrible, embedment in uterus, leg pain, yeast infection were added. On 13-nov-2019: pfs received: historical drug was added. Lab data was added. Concomitaint drug was added. Fu 3 and 4 processed together. On 12-nov-2019: amendment: concomitant drug recoded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/migration of essure device location of device: in my uterus") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy and clotting disorder. Previously administered products included for an unreported indication: chantix. Concurrent conditions included migraine, vaginal bleeding, menorrhagia, migraine, headache, body mass index normal, thyroid disorder, nerve damage, gerd, restless leg syndrome, vitamin d deficiency, endometritis, uterine bleeding and ovarian cyst. Concomitant products included bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), gabapentin (neurontin), levothyroxine, naproxen and omeprazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced weight increased ("weight gain"), mood swings ("mood swings") and nausea ("nausea"). In 2016, the patient experienced urinary tract infection ("infection: uti") and alopecia ("hair loss"). On (B)(6) 2017, 1 year 11 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), headache ("headaches"), uterine leiomyoma ("fibroids"), abdominal pain lower ("lower abdomen (right and left)"), back pain ("back pain"), abdominal pain ("abdominal pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, anaemia, depression, anxiety, weight increased, mood swings, cystitis, urinary tract infection, female sexual dysfunction, headache, nausea, fatigue, uterine leiomyoma, alopecia, abdominal pain lower and back pain outcome was unknown, the migraine was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, cystitis, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 261 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. On (B)(6) 2015 underwent pregnancy test which was negative. On (B)(6) 2017 transvaginal ultrasound revealed, anteverted uterus measuring 8.5 cm endometrium measures 7.2 mm. Possible adenomyosis. Right essure visualized left essure partially visible. On (B)(6) 2017 pregnancy, us pelvic transabdominal & transvaginal revealed, hyperechoic uterine structure. Small right ovarian cyst. Distended pelvic vasculature which can be seen with pelvic congestion syndrome. Xr abdomen kub single view revealed, nonobstructive bowel gas pattern. Two supine views of the abdomen demonstrate single essure implant projecting over the mid/right sacrum. On (B)(6) 2017 surgical pathology report revealed, cervix: squamous metaplasia with nabothian cysts. Endometrium: weak proliferative. Myometrium: leiomyoma and adenomyosis. On (B)(6) 2017 hysterosalpingogram revealed migration of essure device(per pfs). No evidence of definite fallopian tube opacification or spillage of contrast into peritoneal cavity. Nonvisualization of the left essure. Right-sided essure in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia., back pain, vaginal bleeding, pelvic pain, most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: mood swings, abnormal bleeding (vaginal, menorrhagia), infection: bladder, and uti, apareunia (inability to have sexual intercourse), headaches, nausea, dysmenorrhea (cramping), fatigue, fibroids, anemia, hair loss, lower abdomen pain, back pain, brain fog. Preferred term of event migration was updated from device dislocation to device expulsion. Outcome of following events were updated to recovered/resolved: abdomen pain, abnormal bleeding, brain fog and migraine to recovering/resolving. Concomitant drugs, concomitant diseases, historical conditions, historical drugs and lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, migraine and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.